Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging their one touch verioiq meter incorrectly labeled blood glucose readings as control solution readings. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the reported issue began on (B)(6) 2014, at 9am. The patient reported obtaining a reading of ¿96mg/dl¿ when they tested their blood glucose on the subject meter. The patient manages their diabetes with a combination of diabetes medication, specifically metformin, insulin and lipiside. The patient denied making any changes to their usual diabetes management regime in response to the alleged issue. The patient reported developing a symptom of ¿anxiety¿ immediately after the product issue began but denied receiving any treatment for this symptom. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptom does not meet lifescan¿s criteria for a serious injury and they did not receive any treatment for this symptom. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.